Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Customer had not returned unused product for eval at the time of this report.

Event description:
Consumer used the tampons in (B)(6). After each menstrual cycle in march and april, consumer saw a doctor and was treated for a bacterial infection. Consumer also reports that cotton is easily pulled off the tampons.